Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. There were no anomalies observed on the returned lead. All electrical testing was within specified parameters. (B)(4).

Event description:
It was reported that, during implant, the right ventricular (rv) lead displayed varying impedance and sensing results. Several positions were attempted without success. The lead was removed and replaced. No patient complications have been reported as a result of this event.